Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was suspected for fracture. Reprogramming was performed to turn the atrial lead off, and it was noted that patent experienced vasovagal response with ventricular pacing. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.